Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') and genital haemorrhage ('gen abnormal bleeding/abnormal bleeding(general)') in a female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic/pain: left and right pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and postmenopausal haemorrhage ("recently began having post menopausal periods. Still on process of getting test done") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, fatigue, weight increased and postmenopausal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, postmenopausal haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram on (B)(6) 2007: result: incomplete hysterosalpingography. The presence of occlusive devices are discernible within expected range of the fallopian tubes.; on (B)(6) 2007: impression: incomplete hysterosalpingography. The presence of occlusive devices are discernible within expected range of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), recently began having 120st menopausal periods. Still on process of getting test done, fatigue, weight gain were added. Lot number was added. Novasure ablation surgery was added to the event menorrhagia. Lab data and reporter's information were added. Concomitant conditions were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') and genital haemorrhage ('gen abnormal bleeding/abnormal bleeding(general)') in an adult female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included obesity. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic/pain: left and right pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and postmenopausal haemorrhage ("recently began having post menopausal periods. Still on process of getting test done") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, fatigue, weight increased and postmenopausal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, postmenopausal haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6)2019: 253 lbs. Approximate weight at the time of essure placement 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6)2007: result: incomplete hysterosalpingography. The presence of occlusive devices are discernible within expected range of the fallopian tubes.; on (B)(6)2007: impression: incomplete hysterosalpingography. The presence of occlusive devices are discernible within expected range of the fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.